Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that frozen display was reoccurred. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged blank display and frozen screen found on (B)(6) 2022. The device powered up properly after battery installation. The device passed the displacement test, sleep current measurement, active current measurement and self test. The device was monitored for several hours and no blank display and frozen screen noted. Successfully downloaded history files and traces using thus. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 05:37:46.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 19:31:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 05:02:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 05:33:00.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 05:43:05.000 ,(B)(6) 2022 05:43:16.000, and pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 05:42:37.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. The battery was removed on (B)(6) 2022 05:37:46.000. Pump error 23 alarm unloaded vaa voltage (battery voltage) of 01.572v and power loss alarm unloaded vaa voltage (battery voltage) of 1.571v and 1.568v. Pump error 23 alarm and power loss alarm were unexpected since the battery was removed for less than 10 minutes. Pump error 23 alarm and power loss alarm were confirmed due to corrosion the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Blank display and frozen screen were not confirmed. Pump error 23 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Pump error 23 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm due to corrosion the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.